Event description:
It was reported via repair work order that the lift pivot was broken on the cot which can effect stability. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.